Event description:
As reported by the field clinical specialist (fcs), during a trans-carotid transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve, substantial resistance was felt at the fully expandable portion of the 14fr esheath+ at the arteriotomy during insertion of the 23mm commander delivery system with valve. Multiple maneuvers attempted to advance the esheath+, but the team felt it was best to stop. Everything was removed as a unit. Areas of dissection were noted at the access site and the team repaired the artery. The product was discarded due to blood contamination but there was no visual damage to the esheath+ or valve. The case was aborted. Once the devices were removed, the valve passed through the esheath+ with no issue on the back table. Per report, patient with known severe peripheral artery disease and borderline carotid access. The case was reviewed by a proctor, and it was decided to proceed with left carotid access. The perceived root cause of the dissection was extra force at the access site while trying to push the valve through the sheath.

Manufacturer narrative:
Investigation is still ongoing.